Event description:
It was reported via repair work order that the bed hi/lo lift was inoperable due to malfunctioned lift motor. It was reported that the ground path on the power cord was compromised due to a damaged ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.